Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) with this left ventricular (lv) lead exhibited high, out-of-range (oor), pacing lead impedance measurement of more than 2,000 ohms. Additional information was received indicating that lead damaged was visualized when the pocket was opened and was further confirmed post analysis of the pacing system analyzer (psa). Subsequently, this lead was explanted and successfully replaced. The lead will not be returned as it was kept by the hospital. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The lead was returned for analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory it was noted that the complete lead returned with dried blood and body fluid noted in the entire lead lumen. Visual inspection found that the conductor coils were fractured at 416 mm from the terminal pin and deformed at 330 mm from the terminal pin. The polyurethane insulation was bent at 407 and 416 mm from the terminal pin and puckered at 390 to 404 mm from the terminal pin. The inner insulation was also noted to be worn at 407 and 416 mm from the terminal pin. Due to the location of the fracture, analysis determined it was consistent with a fatigue fracture near the suture sleeve tie down area. Analysis confirmed the allegation from the field.